Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to limited range of motion approximately 2 years following primary surgery. Surgeon converted anatomic configuration to a reverse configuration, explanting all components except the humeral stem (3-4 peg glenoid size m, +0mm double taper, 46x18 offset cocr head), and then implanting components required for a reverse (24mm glenoid baseplate, 36mm centered glenosphere with screw, 135/145 36/+3 standard humeral cup, 4 screws).